Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope image had humidity. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the acoustic lens and the ultrasound probe. Additionally, it was observed that the nozzle was clogged, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the endoscope image was humid or foggy due to moisture found in the objective lens. Upon further inspection, it was observed that there was a gap between the acoustic lens and the ultrasound probe, likely due to wear and tear damage over time or due to scope mishandling. Additionally, it was observed that the nozzle was clogged. As a result of this clog, the water supply volume did not meet the standard value. This finding was due to insufficient reprocessing of the scope. It was observed that the bending angle in the up, down, left, and right direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the right and left, up and down knobs were out of standard value due to wear of the angle wire. Also, it was observed that the fixing force of the guide wire did not meet the standard value due to wear of the knob wire. It was observed that the image had a partially dark area due to a scratch on the objective lens. It was also observed that the number of missing elements exceeds the standard value due to damage on ultrasonic cable. It was observed that the displayed ultrasound image was defective with missing elements due to damage on ultrasonic probe. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the scope connector cover had a crack. It was also observed that scope body had a crack, and the grip had a scratch. It was observed that the elevator channel plug was loose. It was also observed that the suction, air and water cylinder had discoloration. It was observed that watertightness was lost due to deformation of the scope connector. It was also observed that the electrical connector and sheet holder unit had corrosion due to water leakage. It was observed that watertightness was lost due to a pinhole on the channel tube. It was also observed that the acoustic lens and the objective lens had a scratch. It was observed that the adhesive around objective lens had a crack, and the distal end was deformed. It was also observed that the adhesive around the light guide lens had wear. It was observed that the adhesive on the bending section cover had a discolored area. It was also observed that the connecting tube and the universal cord had buckling. It was observed that the image guide protector had a cut. Lastly, it was observed that the ultrasound probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and increased usage over time. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use. Warnings and cautions: caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted. Olympus will continue to monitor field performance for this device.